Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical via email, that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter and may have experienced a hypoglycemic event. During the call to customer support, it was revealed that the consumer did not control solution test her test strips for integrity before use as instructed in our directions for use. The test strips and meter will be returned for evaluation.